Manufacturer narrative:
Per the tandem user guide, "do not expose your pump, transmitter, or sensor to: x-ray computed tomography (CT) scan » magnetic resonance imaging (MRI) positron emission tomography (pet) scan other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. . The customer reportedly wore the transmitter during an MRI scan. Transmitter was replaced to resolve the issue. No additional patient or event information was available.